Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that during a cataract/vitrectomy combination surgery ophthalmic laser did not get into the trocar. The shaft was bent. The surgery was completed after replacing the product with another one. There's no patient harm.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the probe was returned on this investigation for evaluation. Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. The probe was received (with no tray) for this investigation. A visual assessment of the returned sample revealed no obvious non-conformities. Further evaluation found the sample to get stuck in the trocar cannula replicating the reported event. The probe was determined to have found unknown debris on the cannula tip to be causing the reported issue. It should be noted per the manufacturing assembly procedure cannulas are cleaned and 100 % visually inspected. The root cause of the reported event is attributed to excess of unknown debris on the tip of the cannula. How or when these debris adhered on the tip remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).